Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient started experiencing increased pain levels since december. They stated that the stimulation was no longer working for them as well. The patient was in the doctor¿s office for joint injections in (B)(6) 2019 and it was indicated that the injections were done under x-ray and the physician told the patient that the lead was no longer in the right place. All impedances were tested but found to be normal by the rep, but the rep stated that when they spoke with the doctor they stated that one of the leads was no longer in the epidural space. The cause of the event was not determined. No troubleshooting or diagnostics were performed. The patient was reprogrammed on the one good lead (0-7 lead). It was reported that the rep was able to get the patient a little better coverage, but the issue was not resolved at the time of the report. The rep then reported that they were pulled into a different room in the doctor¿s office, but on their way out the patient told them ¿they were going with a different treatment option.¿ the rep was unsure if that meant a revision/explant/or the patient was leaving the product in place. No surgical intervention occurred and it was asked but was unknown (information not be made available due to legal/confidential reasons) whether surgical intervention was planned. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.